Event description:
Malfunction of disposable trocar resulting in ring portion separating from instrument and entering abdominal cavity. The ring was retrieved. Intraoperative photos verified. No pt injury resulted.